Manufacturer narrative:
The reported events of helix damage and helix mechanism issue were confirmed. A complete lead was returned in one piece with the helix stretched consistent with procedural damage and clogged with blood/tissue. Visual and x-ray examination of the inner coil found no anomalies that would have contributed to helix issues reported in the field. The cause of the reported events was isolated to the helix being stretched and clogged with blood/tissue.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited helix damage where the helix was stretched out and helix mechanism issue resulting in failure to retract the helix. The rv lead was removed and replaced. The patient was in stable condition.